Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID:(B)(4). This report is associated with product compliant: (B)(4)., this spontaneous case, reported by a pharmacist, who contacted the company to report an adverse event, concerned a (B)(6) female patient of unknown ethnicity. Medical history was not provided. Concomitant medications included insulin detemir for unknown indication. The patient received insulin lispro (rdna origin) (humalog) via cartridge with humapen savvio graphite, for the treatment of type 2 diabetes. Dosage regimen, frequency, route of administration and start date were not provided. On an unknown date his humapen savvio has not been delivering the correct dose (pc 4009410 / lot number 1402v10 ) so she was hospitalized. Information regarding corrective treatment and outcome of the event was not provided. Status of insulin lispro was not provided. The patient was the operator of the humapen savvio and her training status was not provided. The humapen savvio model and suspect humapen savvio duration of use were not provided. The device was returned to the manufacturer on 20jun2017. The reporting pharmacist assessed that the event was related with insulin lispro and device. Edit 05-jun-2017. Upon internal review the code of the event was change from wrong drug administered to underdose. Edit 15jun2017. Case was opened to enter medwatch device fields for device mailing. No new information. Edit 15-jun-2017: pc arrived by reconciliation and processed accordingly. Pc 4009411 was deleted from narrative because it refers a cartridge. Narrative updated accordingly.

Manufacturer narrative:
No further follow up is planned. Evaluation summary a pharmacist reported on the behalf of a female patient that her humapen savvio device was not delivering the correct dose. Reportedly due to an underdose, the patient was hospitalized. The device was not returned to the manufacturer for investigation (batch 1402v10, manufactured february 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with respect to dose accuracy or device not working. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a pharmacist, who contacted the company to report an adverse event, concerned a (B)(6) female patient of unknown ethnicity. Medical history was not provided. Concomitant medications included insulin detemir for unknown indication. The patient received insulin lispro (rdna origin) (humalog) via cartridge with humapen savvio graphite, for the treatment of type 2 diabetes. Dosage regimen, frequency, route of administration and start date were not provided. On an unknown date his humapen savvio has not been delivering the correct dose ((B)(4) / lot number 1402v10 ) so she was hospitalized. Information regarding corrective treatment and outcome of the event was not provided. Status of insulin lispro was not provided. The patient was the operator of the humapen savvio and her training status was not provided. The humapen savvio model and suspect humapen savvio duration of use were not provided. The device was returned to the manufacturer on 20jun2017. The reporting pharmacist assessed that the event was related with insulin lispro and device. Edit 05-jun-2017. Upon internal review the code of the event was change from wrong drug administered to underdose. Edit 15jun2017. Case was opened to enter medwatch device fields for device mailing. No new information. Edit 15-jun-2017: pc arrived by reconciliation and processed accordingly. (B)(4) was deleted from narrative because it refers a cartridge. Narrative updated accordingly. Update 20jun2017: additional information received on 16jun2017 and 19jun2017 from the global product complaint database were processed together. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, and device return status to returned to manufacturer. Added date returned to manufacturer for the device. Changed the lot number from unknown to c635547 for product complaint (B)(4) relating to the insulin lispro. Corresponding fields and narrative updated accordingly. Edit 14jul2017. Case was opened to update medwatch device fields for device mailing. No new information.

Manufacturer narrative:
New updated and corrected information is referenced within the update statements. Please refer to statement dated 17aug2017.   No further follow up is planned. Evaluation summary: a pharmacist reported, on the behalf of a female patient, a humapen savvio device was not delivering the correct dose. The patient was hospitalized due to the device not delivering the correct dose. Investigation of the returned device (batch 1402v10, manufactured february 2014) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a pharmacist, who contacted the company to report an adverse event, concerned a (B)(6) female patient of unknown ethnicity. Medical history was not provided. Concomitant medications included insulin detemir for unknown indication. The patient received insulin lispro (rdna origin) (humalog) via cartridge with humapen savvio graphite, for the treatment of type 2 diabetes. Dosage regimen, frequency, route of administration and start date were not provided. On an unknown date, her humapen savvio had not been delivering the correct dose (pc (B)(4) / lot number 1402v10). As a result, she was hospitalized. Information regarding corrective treatment and outcome of the event was not provided. Status of insulin lispro was not provided. The patient was the operator of the humapen savvio and her training status was not provided. The humapen savvio model and suspect humapen savvio duration of use were not provided. The device which was manufactured in feb2014 was returned to the manufacturer on 20jun2017. The reporting pharmacist assessed that the event was related with insulin lispro and device. Edit 05-jun-2017. Upon internal review the code of the event was change from wrong drug administered to under dose. Edit 15jun2017. Case was opened to enter medwatch device fields for device mailing. No new information. Edit 15-jun-2017: pc arrived by reconciliation and processed accordingly. (B)(6) was deleted from narrative because it refers a cartridge. Narrative updated accordingly. Update 20jun2017: additional information received on 16jun2017 and 19jun2017 from the global product complaint database were processed together. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and (B)(6) (EU/(B)(6)) device information, and device return status to returned to manufacturer. Added date returned to manufacturer for the device. Changed the lot number from unknown to c635547 for product complaint (B)(4) relating to the insulin lispro. Corresponding fields and narrative updated accordingly. Edit 14jul2017. Case was opened to update medwatch device fields for device mailing. No new information. Update 17aug2017: additional information received on 16aug2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6) (EU/(B)(6)) device fields and malfunction from unknown to no. Added date of manufacturer for the (B)(4) associated with the humapen savvio device. Corresponding fields and narrative updated accordingly.